Event description:
The device was used during a total gastrectomy procedure. Reportedly , the anvil disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to a broken support. This allowed for the anvil to disengage from the instrument. A corrective action has been implemented to avoid this condition in the future.